Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset and customer continued using the pump for insulin therapy.